Manufacturer narrative:
The pump was received with a full segment display followed by a blank display during boot up due to moisture damage on all electronic assemblies. Unable to perform pump off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, operating currents or self tests due to the full segment display and blank display. Severe corrosion on the motor assembly was noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that it was impossible to restart the insulin pump, even with a fresh battery. The customer's blood glucose reading was unknown at the time of incident. No further details provided.